Event description:
The insert would not snap into the baseplate. Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgical or anesthesia time.

Manufacturer narrative:
The results of the evaluation suggest that this event is not device related but rather is associated with intra-operative procedures.